Event description:
It was reported that patient underwent revision surgery due to fracture of a femoral nail. Per report the nail has fractured due to it being weight bearing due to non union of fracture and the surgeon did not find fault in the nail as it's not designed to be weight bearing.